Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1393, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer stated she was still in pain and had been in and out of the hospital, tests were performed, pain medication was given. Product technical complaint (ptc) investigation and final assessment were received on 16-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. No similar ae cases identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She had been in and out of the hospital. This event was considered serious due to hospitalization and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Based on the nature of the event and considering that pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Although the duration of hospitalization is unknown, this case was regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.